Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. Testing did not reveal any anomalies that would contribute to reported lead dislodgement issue.

Event description:
It was reported that ra lead was dislodged and unable to reposition. The lead was explanted and returned.